Manufacturer narrative:
A medtronic representative inspected the navigation system onsite and confirmed the site's instruments were bent. No parts have returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess) the site could not verify instruments. The surgeon selected a different instrument tracker and then was able to verify instruments. There was a reported to delay to the procedure of 1 hour due to this issue and no impact on the patient outcome.